Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a sensation snare was used in the colon for a polypectomy procedure performed on (B)(6) 2026. During the procedure the snare could not completely retract and failed to cut the target polyp. The procedure was completed with another of the same device. There were no patient complications as a result of this event.